Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent anterior disc replacement at c5-6 due to cervical disc herniation. Post-op, posterior osteophytic changes were observed. Hence, revision acdf (anterior cervical discectomy and fusion) and removal of implant was performed no product malfunction was reported.